Event description:
An international customer reported an event of an odor emitting from the sterrad® 100s sterilizer. One healthcare worker (hcw) experienced a reaction of skin irritation (rashes). The hcw did not seek nor receive any medical attention/treatment and is reported to be "good." An asp field service engineer was dispatched to assess the unit onsite. This (B)(6) 2014.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service on 02/26/15.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: additional part replaced during service: vacuum pump oil. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted; the service history for this unit was reviewed for the past 6 months (08/30/2014 to 02/26/2015) and trending was not exceeded; the fmea revealed the risk priority number (rpn) is at an acceptable level; the sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump oil, catalytic converter and oil mist filter were not returned for functional evaluation. The assignable cause of the odor/smells issue is the vacuum pump oil, catalytic converter and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.